Event description:
It was reported that a bd vacutainer® k2 edta 5.4mg was cracking.

Manufacturer narrative:
Correction: "reason code for no evaluation: device evaluation anticipated, but not yet begun" was selected in error. It would be changed to "reason code for no evaluation: other" in the previously submitted MDR, sections brand name and type of reportable event were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: medical device expiration date. Device manufacture date.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description : as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that a bd vacutainer® k2 edta 5.4mg was cracking.